Event description:
Additional information received indicated inappropriate defibrillation therapy and inappropriate antitachycardia pacing reoccurred on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that inappropriate atp delivered for supraventricular tachycardia was observed on the device. No malfunction was alleged against the device, and the physician allege the device was performing as expected based on the programmed settings. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.